Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that during the user's use, the inside of the scope connector was flooded, and an abnormality occurred in the electrical parts, and the event occurred. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, no image when connected and displayed not supported e315 (scope error) code with the evis exera iii colonovideoscope. The event occurred during preparation for use. There was no report of patient harm.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of no image when connected and e315 (scope error) code was not confirmed. In addition, the radio frequency identification label was peeling. The scope identification data was insufficient. There was a leak inside air/water cylinder and air/water inlet. There was a e216 (scope communication) error. The switch had cut on 1 and 2. Bending angle in down direction did not meet the standard value. The play of the angulation control knobs was loose. The plastic distal end cover had deep dents. Light guide lens was cracked. The bending section cover glue was cracked. The insertion tube scratches were not catching cotton. Light guide tube had buckles and inflation. The scope connector had water invasion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.